Manufacturer narrative:
Initial reporter: (B)(6). One used burr was returned for evaluation. A functional testing of the burr was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not deburred and there was no damage to the hub/sluff. Scoring was noted on the inner tube. Measurements of the scoring locations were taken and the following scoring marks were noted: .3290 inches on the proximal end; 1.2355 inches on the heat shrink; .2345 inches on the bushing. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a sad procedure it was reported that the surgeon experienced blade shedding. It was reported that some shedding was trapped in soft tissue and the surgeon tried to remove it all. A five minute delay was also reported.